Manufacturer narrative:
Additional information added to b.5 and h.6 health effect - clinical code and health. Effect - impact code. Updated narrative for h.10 as follows. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the placement of the valve too ventricular and subsequent impingement on the mechanical leaflet and pvl was the lack of calcification in the annulus and the large cuff of the pre-existing non-edwards mechanical valve in the mitral position. With the limited information provided, the root cause of the av block is unknown but may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received. Aortic regurgitation (paravalvular leak) and worsening mitral regurgitation was observed due to the tavr valve. In addition, the patient was in low cardiac function preoperatively, it was difficult to control heart failure. On postoperative day (pod) 16, the patient underwent a surgical aortic valve replacement. Almost one (1) and a half months later, outcome was determined as in remission. The device was discarded at the hospital and not returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the placement of the valve too ventricular and subsequent impingement on the mechanical leaflet was the lack of calcification in the annulus and the large cuff of the pre-existing non-edwards mechanical valve in the mitral position. With the limited information provided, the root cause of the av block is unknown but may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, a tf tavr procedure was performed in the patient¿s native aortic valve. The patient had a pre-existing non-edwards mechanical valve implanted in the mitral position. As it was a rheumatic aortic stenosis, calcification in the aortic valve were very mild. Given the lack of calcification, the valve was placed at 60:40 (aortic/ventricular) position. There was little shortening of the valve seen and it was eventually deployed in a 50:50 position. Post deployment cine image indicated one mitral leaflet was restricted in movement and echo showed the leaflet opened only 30%. In addition, mild-moderate paravalvular leak was observed. There was no significant change in hemodynamics. After 15 minutes of monitoring, the decision was made to complete the procedure as the hemodynamics did not change significantly. On the following day, the patient developed av block and a permanent pacemaker was implanted. No worsening mitral function has been observed so far. However, there is a possibility of re-operation for repositioning of the mitral leaflet. At the time if the report the patient remained hospitalized. The operator mentioned the non edwards mechanical valve has a large cuff. As this patient had little calcification on the native valve, the thv was thought to be anchored to the cuff of the non edwards mechanical valve prior to anchoring to the calcification on the native valve. This may have led to shortening of the thv and movement towards the left ventricle. This event was associated with both the edwards¿ device and the patient condition of post mitral valve replacement. The device remains deployed in the patient and will not be returned for evaluation.